Manufacturer narrative:
Result: missing power cord plug ground prong.

Event description:
It was reported by service report that the side rail was hard to ascend and descend, and the power cord plug was missing the ground pin. It is unk if there was pt involvement or if there were adverse consequences to report.